Event description:
Pt called to report that she received a letter in the mail on 09/19/2017 from medtronic. The pt stated the letter mentioned a recall to certain devices, and recommended the pt not use affected devices and to return any recalled units to the MFR. Pt stated that no adverse reactions occurred.